Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's reading was 45 mg/dl. The customer treated with food. The customer's reading went up to 300 mg/dl after he ate. The customer inspected the reservoir and it was okay. The customer was advised to monitor the device. Nothing was replaced or returned for analysis.